Event description:
The pt received a 3.0 x 23mm cypher stent in the proximal left anterior descending (lad). During the procedure, the lesion was pre-dilated with a 3.0 x 20mm maverick balloon. The pt was prescribed 3 months of plavix. Six months later, the pt was admitted to the hosp with chest discomfort. An angiography revealed stent thrombosis in the cypher stent that had been placed in the proximal lad. To treat the thrombosis, the physician placed a 3.0 x 24mm taxus stent via direct stenting. It was reported that the initial cypher stent looked under deployed. The pt had discontinued his plavix 3 weeks prior to the event date.

Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.